Event description:
Attempted device closure in a pt with an uncomplicated secundum asd. The procedure was performed under conscious sedation using transthoracic echocardiology. The asd had good rims (except the usual anterior, retroaortic deficiency). From a catheterization standpoint, the only difficulty observed was that it was hard to pull the left atrial disc close enough to allow the ra disc to open on the right side of the spectrum (tremendous resistance). The device appeared in good position on right atrial angiography, and stable with the "wiggle". On release, it promptly fell into the left atrium. It was removed easily at surgery, the asd closed, and the pt discharged three days later without further complications. The physician stated he failed to correctly interpret the echo information in this pt, and that closure in small pt's should be possible using only transthoracic echo.